Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 03-sep-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system had software failure. A technical support specialist logged into the station and followed steps in the knowledge article (medstation es-station database corruption-sql server detected a logical consistency-based I/o error) to resolve the issue. The tss confirmed with the customer that the station was operating as expected. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es wtor become stuck on a fatal error related to the underlying data source. The customer attempted to reboot the unit and also unplugged and reconnected the data cord, but the machine still failed to function. The customer stated that this malfunction occurred while dispensing the medication, and the user managed to get the medication from pharmacy, which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.